Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented to the emergency department (ed) on (B)(6) 2021 due to recurrent epistaxis.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), and the reported event could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 10mar2017. The heartmate ii lvas instructions for use (IFU), rev. H and the heartmate ii patient handbook, rev. G are currently available. Section 1 of the IFU, ¿introduction¿, lists bleeding as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿ (under ¿anticoagulation¿), provides information regarding the recommended anticoagulation therapy and inr range, as well as suggested anticoagulation modifications in the event there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.